Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, it was reported that the peg site was inflamed and excreted purulent fluid and treatment with fucidin ointment began. As the sedimentation rate was increased, the patient was treated with antibiotic amoxicillin 3 times a day.